Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ent providers have reported having difficulty with initial inflation of multiple trach tube cuffs. It is taking quite a bit of manipulation of the cuff to get it to inflate and leaves them uneasy about using them. The following is information for a trach that was placed yesterday that was hard to inflate. The patient currently has the trach inserted. Difficulty inflating the cuff was discovered prior to patient use but the tube was ultimately placed in the patient. No injury/intervention, with much manipulation the cuff was finally able to be inflated. Event is resolved.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.